Manufacturer narrative:
Product complaint (B)(4). Batch # r5a236. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. However the washer was noted to have nicks. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. When the device was fired, a slow returned was noted. However, the device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery?- sigma rektum resection. What healthcare professional fired the device and what is his/her experience with the device? Yes- since many years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No information about this. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No information about this. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes- it was all correct. Were the donuts inspected? If so, please describe. Proximal complete- distal not. Was a complete washer transection visually confirmed? No information about this. Can more information be provided about staple form? The surgeons say to me that he missed the staple in the open area and he didn¿t find any one the staple they must put in the tissue-normally- so he was thinking that the staple not inside at this instrument area. Was the colostomy planned or result of issues experienced with the device? No- normally not- but for more safety the do this protective colostomy. Is the colostomy temporary or permanent? For 6-8 weeks temporary. What is the current status of the patient? He is fit and at home.

Event description:
It was reported that the customer had used cdh 29 for sigma anastomosis. After the blue test, a laterally open stapling seam was visible. This was over-stitched and created a supportive stoma. The patient is fine.